Event description:
Siemens received notification on (B)(6) 2011, that the couch on the artiste mv system moved two (2) planes out of the three (3) planes for which it was calculated after cbct was acquired. The issue occurred for three (3) pts on (B)(6) 2011. Reportedly, the couch parameters for the plane that does not move have been noticed to be random at longitudinal, lateral and vertical positions. Also, the values of the various couch parameters shifts are not consistent when the issue occurs, as it was stated that "it is not always the value that is the greatest that fails to transfer to the console." It was reported that during treatment of the last pt on (B)(6) 2011, the longitudinal value failed to transfer from the syngo rt therapist to the control console, the couch parameters failed to shift. Three (3) radiation therapists were present for that occurrence. There has been no mistreatment or injury reported.

Manufacturer narrative:
Siemens' became aware of the reported event on (B)(6) 2011 and we are mailing this MDR on (B)(4) 2012. Investigation of the reported occurrence is on-going and additional f/u to this event will be submitted upon completion of the investigation.